Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b1, b5, d6b, g1, h6.

Event description:
Patient reported no complaint against the device. Later, patient reported "detachment and partial collapse of the elastomer compatible with intracapsular rupture, without signs of extracapsular rupture" diagnosed via MRI. Later the healthcare professional reported capsular contracture, baker grade ii. This record is for the right side. Device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported no complaint against the device. Later, patient reported "detachment and partial collapse of the elastomer compatible with intracapsular rupture, without signs of extracapsular rupture" diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.